Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: precautions for use "as a matter of general principle, implantation of medical device is associated with a risk of infection."

Event description:
Additional information provided by the healthcare professional notes patient was treated by another physician with hyalase 3 times and long term antibiotics. The other physician determined the etiology to be an infection. The symptoms have not resolved. The patient has persistent scarring and is awaiting review by a maxillofacial.

Manufacturer narrative:
Medwatch sent to FDA on 12/09/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected via "8 point lift procedure" to points 1,2,3, and 7 with juvederm voluma with lidocaine and "following treatment" patient developed bruising at the right cheek. On the 6th day after injection patient developed "oedema and mild discomfort" under their right eye. The patient visited their "gp" who prescribed antihistamines and erythromycin. The next day the patient had "more significant discomfort in the cheek area." By the 8th day after injection the patient's pain had completely resolved but they still have "tenderness on palpation." The patient noticed "migration of the oedema" such that they now have swelling in the lower right side of their face and a reduction of swelling under their right eye. Symptoms are ongoing.

Manufacturer narrative:
The event of scarring is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information provided by the healthcare professional notes patient has permanent residual scarring.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, oedema, discomfort, pain, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of bruising, oedema, discomfort, pain, and tenderness as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Haematomas."

Event description:
Healthcare professional reported patient was injected via "8 point lift procedure" to points 1,2,3, and 7 with juvéderm® voluma" with lidocaine and "following treatment" patient developed bruising at the right cheek. On the 6th day after injection patient developed "oedema and mild discomfort" under their right eye. The patient visited their "gp" who prescribed antihistamines and erythromycin. The next day the patient had "more significant discomfort in the cheek area." By the 8th day after injection the patient's pain had completely resolved but they still have "tenderness on palpation." The patient noticed "migration of the oedema" such that they now have swelling in the lower right side of their face and a reduction of swelling under their right eye. Symptoms are ongoing.